Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient representative reported that the procedure for the implant was on the 26th or something, that the implant battery was not flat anymore, was horizontal and was not vertical anymore. Patient representative inquired if that will effect the charging. Patient representative stated that they showed the implant to the doctor yesterday and the doctor said that the other doctors should be able to pop the implant out. Patient rep denied any recent falls/trauma. Agent walked patient representative through how to charge the implant and instructed patient rep to start a charge session. Handset showed low and high, patient repositioned the recharger and implant was red charging at a good connection. Agent reviewed with patient to continue charging the implant. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient rep. Patient Rep called back and repeated previously documented information. Caller noted patient is having surgery to fix the INS, as it is horizontal instead of vertical. Caller needing assistance charging the patient's implant, reported Unable to Connect. Agent reviewed to close out of MyStimRC app and connect through the Recharger Application; caller reported they were connected and charging the implant. Agent reviewed general use.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.